Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The medications were filled on (B)(6) 2017. The patient had established with another pain physician. The patient was no longer at this clinic.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose and concentration via an implantable. The indication for use was spinal pain. The patient had an issue with their pump, the patient's pump had alarmed. It was reported the alarm started to go off about a week ago. It was stated the alarm is going off every 30 minutes. It was reported the alarm is keeping the patient awake and it's annoying. The patent reported that he was having difficulty sleeping because their pump was dry and had been alarming for the past 3 days. The patient¿s primary care physician gave the patient medications to help with pain and withdrawal symptoms the patient may have until the patient can get their pump refilled again but the patient reported having pain. The patient stated that he didn¿t have an imminent appointment to get the pump filled but did have an appointment on (B)(6) 2017 with a surgeon who had talked about replacing the pump because the surgeon thought it was time to replace it. The patient needed someone to cut off the alarm until the healthcare provider could start it up again on the (B)(6). No further patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient was discharged from the hcp¿s facility on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. No steps have been taken to resolve the empty pump. The empty pump has not been resolved. Patient weight is 180 pounds. The patient's surgeon is also their pain management doctor. The doctor was going to refill the pump. The patient was concerned the battery will run down since the battery has a "3-year life span" on the pump. The doctor was gone for two weeks. The patient was given weak medicine. The patient was sick for a long time and in excruciating pain. The doctor gave the patient a shot with numbing medicine but it didn¿t work. The patient had 7 surgeries for their back. The patient had metal in them. Their hips and back look so bad from it. The patient was on steroid medication for an adrenal problem and gland problem. The patient had not lost any weight. The patient ate because he had to eat. The patient was on sleep medication and depression and an xiety medication. The patient takes medicine for pain. The patient had 15 mg oxycodone for their pain. The patient was going thru misery. The patient was getting 4-5 hours¿ sleep a night. The patient wanted the pump refilled but did not have an appointment scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that [the patient] had a prescription. They were going to ¿get medication¿ and schedule a refill. The empty pump had not yet been resolved.